Event description:
Instrument was dull, cutting poorly, 4 uses left. Manufacturer response for robotic needle driver, davinci xi (per site reporter). Reported to vendor and they issued a rga/complaint number. Product returned to supplier for investigation. Credit to be provided.